Manufacturer narrative:
The reason for this compliant was reported as broken screw guide. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The devices were partially returned to registered medical assistant (RMA) on 01/26/2021 at djo surgical for examination. RMA evaluation: the remaining piece of the drill guides thumb screw was not returned to djo surgical, therefore the reported problem could not be confirmed. The reported condition could possibly be a result of heavy use or misuse and care must be taken to avoid compromising their performance. The lot number was not reported; therefore, this instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determined with confidence. Complaint database review showed previous complaints but there were no indications that this instrument has a design or material deficiency. There had been 3 previous complaints against the reported item. Summary of complaints 1 functional & 2 broke/cracked/damaged. The root cause of the event is broken drill guide. This event is attributable to damage incurred from prolonged use and through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure,malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Manufacturer narrative: additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Instrument failure - the screw in the 2-piece glenoid that fixes it to the baseplate partially broke off into the baseplate. Broken piece was left in the patient.